Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Patient had a pocket erosion/infection. Lead was cut and capped.